Event description:
Report was rec'd from the USA stating that the device cannot attach to the motor during surgery. It is known that there were no injuries. It is unknown if medical intervention was reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.